Event description:
Reporter indicated that pt had previously been in ICU with dka. Reporter indicated that physician attempted to put pt back on device. Reporter indicated that physician stated it took 35 units of insulin before any came out during priming. Reporter indicated that physician then attempted a normal bolus of 3.5 units, but no insulin came out. Reporter indicated that phsician attempted a second bolus of 10 units and there was a tiny drop.